Manufacturer narrative:
Upon arrival, the field service engineer (fse) determined the root cause was due to a bad power cord. Follow-up with the fse indicates that the issue was not isolated to the audio, and that once the power cord was replaced, the piic began to operate as intended.

Event description:
The customer biomedical engineer (biomed) reported a loss of audio/video and the inability to boot their philips intellivue information center (piic). The device was in use on a patient. There was no report of patient or user harm.